Event description:
It was reported to boston scientific corporation in 2008, that a rapid exchange biliary stent device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed one month prior, (patient age, gender, and weight unknown). According to the complainant, while opening the package, they noted that the introducer was damaged and stretched. The procedure was completed with another rapid exchange biliary stent device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient - stretched - damage, internal/external. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Product unavailable for analysis.